Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate no code available (3191) is used to capture fall, blood heavy metal increased and device revision or replacement.

Event description:
After a review of the medical records, the patient was revised to address the left proximal fracture on the femur, osteolysis, metal ion toxicity, pseudotumor, and minimal taper wear on the femoral stem. Revision note indicated that there was a large amount of resolving hemarthrosis fluid that was found after t-capsulotomy was performed. The head has minimal taper wear and small localized osteolytic on the cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b1.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon replaced metal liner with poly liner and ts ceramic head due to elevated ion levels. Bilateral metal-on-metal hip patient was asymptomatic prior to falling and fracturing left hip in inter-trochanteric area. The surgeon had planned to place a cable around the inter-trochanteric region of the left femur but ultimately decided that it wasn't necessary. Implants remaining in patient: summit porous size 2 std; 50mm pinnacle sector cup; 35mm x 6.5mm acetabular screw. Doi: (B)(6) 2005; dor: (B)(6) 2019; left hip.